Event description:
It was reported that a kink occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During partial recapture of the closure device, the was kinked. Another was used, but this one also kinked upon partial recapture. No patient complications were reported. The procedure was completed with another of the same device.